Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The computer was identified as requiring replacement. A repair quote was issued to the customer. No further repair info is available at this time.